Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs a co2 module. The issue was further clarified by a philips fse (field service engineer) that the co2 module was defective. There was no reported patient involvement.